Event description:
The screw broke in the pt bone when the matrix plate has been implanted. No consequence for the pt.

Manufacturer narrative:
Because no product was received, the root cause of the failure pattern could not be determine for sure, but in previous cases, the breakage occurred due to too high torsion loads, or a combination of too high torsion and tensile/bending forces.